Event description:
It was reported that this right ventricular (rv) and right atrial (ra) leads were dislodged due to patient twiddling the leads out of place. A revision procedure was performed where both leads were explanted and replaced with new leads successfully. No additional adverse patient effects were reported. The rv and ra leads were retained by the hospital.

Manufacturer narrative:
This product was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this right ventricular (rv) and right atrial (ra) leads were dislodged due to patient twiddling the leads out of place. A revision procedure was performed where both leads were explanted and replaced with new leads successfully. No additional adverse patient effects were reported. The rv and ra leads were retained by the hospital.